Manufacturer narrative:
Result of investigation: the cutting electrode is broken off at the power supplying side and ruptured out of the rod. Both electrodes are bent towards the neutral electrode. The broken surface has a ductile appearance. As the electrode is completely bent and the broken surface has a ductile appearance which indicates a break by force, it is most likely that the device has been exposed to excessive force during application. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during turbt electrode had been taken out and there was a piece missing. The broken piece was then found and retrieved from the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).